Manufacturer narrative:
Investigation: 10 representative samples were received. Visual inspection was performed and no defects were observed. Leak testing was performed on all samples received and no leaking was noted. Failure mode was not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that leakage occurred from the bottom of the bd luer-lok¿ tip syringe before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bottom of the bd luer-lok¿ tip syringe before use.